Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor had noticed that he was having a problem maintaining pneumoperitoneum. When he put on a bert bag to retrieve the specimen, the duck bill seal became detached from the trocar and fell into the abdomen. They were able to retrieve the seal from the abdomen. Another same like device was used to complete the procedure. There were no adverse consequences for the pt. The device that was used in the procedure was discarded, two sterile trocars from the same lot will be returned.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.